Manufacturer narrative:
Batch#: 24089380, 24069447, 24109237, 24109236. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that the antioch oncology pharmacy had 3 incidents this week where the tubing dislodged.

Event description:
Material#: 10014881, batch#: 24109237, 24109236. It was reported by the customer that had 3 incidents this week where the tubing dislodged. Rcc received a complaint via email. Had 3 incidents this week where the tubing dislodged. Bd ref: 10014881. These are the lots we have on hand in currently: (10)24089380, (10)24069447, (10)24109237, (10)24109236. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Was there any leak? Chemo medication did drip on the floor 3. There are 3 incident but not sure which lot is respect to which incident, (please specify like incident one this lot). (10)24109236. 4. Can you please provide an exact date of event in format dd-mmm-yyyy of all 3 incidents? 01-21-2025, 01-23-2025, 01-23-2025 (2nd one on same day). 5. Total number of occurrences of individual incident? 6. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No sample available. Department just sequestered the other tubings with the same lot#. Additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Was there any leak? Chemo medication did drip on the floor. 3. There are 3 incident but not sure which lot is respect to which incident, (please specify like incident one this lot). (10)24109236. 4. Can you please provide an exact date of event in format dd-mmm-yyyy of all 3 incidents? 01-21-2025, 01-23-2025, 01-23-2025 (2nd one on same day). 5. Total number of occurrences of individual incident? 6. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No sample available. Department just sequestered the other tubings with the same lot#. Additional info: 1. There are 3 incident but not sure which lot is respect to which incident, please specify like date of event with respect to the lot. (E.g. 01-21-2025: 01-23-2025. This is the lot# used for all 3 incidents (10)24109236 2. Do you find any defect in that tubing from the same lot? If yes, please provide the address of the facility for us to ship the return label? Yes, looks like this may be a defect in the same lot #.

Manufacturer narrative:
The customer reported the tubing dislodged, and returned one sample photo of material: 10014881, lot: 24109236. The photo verifies the complaint of separation at the tubing/male luer connection. The manufacturing site found the potential root cause for the photo only complaint to be related to incorrect solvent application method. The solvent is applied to the tubing to hold the male luer to it. A quality alert was issued by the plant on 21feb2025 to communicate and reinforce the correct solvent assembly procedure to personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.